Event description:
A customer erroneously reported a positive proficiency sample as negative based on hbsag confirmatory kit results. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event showed that strongly positive results were obtained using the hbsag reagent. The lab ran the confirmatory test neat and obtained negative % neutralization. They then repeated the confirmatory test using a 1 in 10 dilution, and interpreted the result as not confirmed. The instructions for use for the hbsag confirmatory kit indicate that a 1 in 151 dilution is required for samples > or = 0.8 s/c with % neutralization <50%, and further notes that if the result is >100 s/c the sample should be diluted 1 in 1500 or more and retested for confirmation. The root cause of the event is user error in not following the recommended dilution protocol for the hbsag confirmatory test.